Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies received. No conclusion can be drawn.

Event description:
It was reported that patient underwent anterior cervical fusion at c4-c5 with artificial plate and cage on an unknown date. On an unknown date post-op, the patient developed vertebral collapse (levels unknown). Revision was performed to perform corpectomy on c5-c6 and place a venture plate on c4-c7. Levels were vertebral collapse occured :c5-6 initial surgery date:unknown. Fixation was done at at c4/5 using artificial plate and cage. After the surgery vertebral collapse occurred at c5/6, as bone union was not achieved.